Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead triggered an alert for out of range shock impedances. The impedances were low and 0 ohms. Further review noted the alert has triggered three times. The most recent alert was suspected to be due to the patient receiving an echocardiogram during the 0 ohm reading. At this time, the rv lead remains in service, but the device was changed out for an unrelated reason. The cause of the out of range impedances was not determined as all values are stable. No adverse patient effects were reported.